Event description:
Boston scientific received information that this tachy lead exhibited high out-of-range shock impedance measurement. Boston scientific technical services (ts) discussed possible causes and provided troubleshooting options. Attempts to obtain additional information were unsuccessful. The status of this lead is unknown as of the moment. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.